Event description:
It was reported by the account that during a bowel resection procedure the device was inserted into the patient. When they were trying to attach the anvil to the device the blue ancillary stuck in the device and the tip broke off inside the anvil. The device was removed from the patient. No piece of the ancillary trocar was left in the patient. The piece that was in the device was thrown away and will not be returned with the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was received fully loaded with staples. After further analysis it was noted that the locking springs on the anvil were scratched and the ancillary trocar was broken inside the anvil, indicating that the anvil was not reattached correctly. The device was tested for functionality using a test anvil, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device, resulting in a bigger gap between the anvil and guide face. Therefore, the staples will not hit the anvil to make a b-form staple. In addition, it should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.